Event description:
Info received indicated the pt presented with areas of burned skin at follow-up. The burned areas correspond to the extension track; in particular, near the extension connection with the lead. No further pt info was reported.

Manufacturer narrative:
The extension was returned in three segments due to the explant procedure. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.